Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the battery on the insulin pump had drained low and when she inserted a new battery the device wouldn't power up. Customer's blood glucose was 104 mg/dl. Troubleshooting was performed for blank display and since the customer mentioned the reservoir compartment was damaged the device was replaced. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.